Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the caller was instructed to put the pump into storage mode before returning it with a pre-paid label within 10 days. The caller acknowledged understanding of these instructions.